Event description:
The customer reported that the volume in the red cell reagent vials had increased after a batch run on the ortho provue analyzer. The customer noticed that the screening cells had unexplained hemolysis. Dilution of reagent or sample can compromise test reactions. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood. Erroneous results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) contacted the customer. A system prime was performed without any observable leaks. The customer indicated that they had not observed any other issues with the analyzer. The analyzer was operating as expected. Service was not required to return the analyzer to expected operation. No definitive root cause was determined.